Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage but foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop without pupil block and angle closure. The lens was removed and replaced intraoperatively with a longer length lens. Cause of event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).